Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. B3 event date and d6 implant date were approximated in the initial report, based on the limited information available. The even reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, calcification leading to valve-in-valve interventional procedure was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. The available information suggests that patient factors, such as hyperlipidemia and ckd, likely contributed to the event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
D6 implant date has been approximated, based on the information available. The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, two years following a transcatheter aortic valve replacement (tavr) with a 29 mm sapien 3 valve, early structural valve degeneration occurred, requiring intervention. Calcification was observed on the valve. It was unknown if the patient had clinical symptoms. A transcarotid valve-in-valve procedure was performed with a 26 mm sapien 3 ultra resilia valve.